Event description:
A customer reported that their tandem mobi pump's battery would not charge, despite using the appropriate equipment and following recommended troubleshooting steps. They had tried using different charging cables and pads, but none resolved the issue. There was no reported adverse impact. The customer later attempted another reset and successfully resolved the issue.